Event description:
It was reported that the morning post implant procedure the patient's chest x-ray demonstrated a moderate sized pneumothorax. A chest tube was put in place and the pneumothorax was resolved. Additional information received from follow-up states that the pneumothorax is related to the implant procedure and has indicated that it is not related to any system component. The right ventricular lead is still in use. It was also reported that the patient had left sided chest pain and a feeling of the heart thumping. The outputs were adjusted for the lead to decrease the diaphragmatic stimulation. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event. The patient is part of the adaptive crt postmarket study.

Event description:
It was reported that the morning post implant procedure the patient's chest x-ray demonstrated a moderate sized pneumothorax. A chest tube was put in place and the pneumothorax was resolved. Additional information received from follow-up states that the pneumothorax is related to the implant procedure and has indicated that it is not related to any system component. The right ventricular lead is still in use. It was also reported that the patient had left sided chest pain and a feeling of the heart thumping. The outputs were adjusted for the lead to decrease the diaphragmatic stimulation. Further follow-up information obtained reports that the patient has continued to experience diaphragmatic stimulation from the lv lead. The lead remains in use as it continues to be reprogrammed and monitored. No further patient complications have been reported as a result of this event. The patient is part of (B)(4) study.

Event description:
It was reported that the morning post implant procedure the patient's chest x-ray demonstrated a moderate sized pneumothorax. A chest tube was put in place and the pneumothorax was resolved. Additional information received from follow-up states that the pneumothorax is related to the implant procedure and has indicated that it is not related to any system component. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.